Event description:
It was reported this was an arteriotomy closure of the common femoral artery using the pre-close technique via an 8fr sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to an 18fr sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Reportedly post-procedure, peripheral pulsation was not felt. A femoral angiogram confirmed that the puncture site was completely occluded. A 4.0 cutting balloon was dilated at 16 atmospheres (atm) which improved the blood flow. A 6.0 balloon was used for additional dilatation at 26 atm and the occlusion was resolved. At first it was thought that a suture might have stitched to the posterior wall, but since the occlusion resolved with angioplasty, it was thought possibly a dissection had occurred. As no cut down was performed, the cause of the occlusion could not be determined. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of dissection and occlusion are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.